Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the device activity log did not show any occurrences of the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type.